Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: multiple power on reset events observed in black box associated with clearing alarm errors, but issue was not duplicated in testing. Pump powers with returned battery cap. Battery cap is unable to fully tighten. Battery cap threads damaged. Battery compartment threads damaged. No power loss was observed. Battery cap measures within specifications. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Pump case was removed, no evidence of moisture or loose components inside pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.